Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged inside pt. Prior to the index procedure, the pt presented with chest pain. Angiography revealed a 90-95% in-stent stenosis in a previously placed stent at the proximal portion of the small circumflex (cx) obtuse marginal (om). After angiography was performed, a 6 french sheath was used and a 6 french non-bsc 3.5 guide catheter was advanced to engage the left coronary system. Next, a non-bsc guide wire was passed distally across the area of occlusion. Pre-dilatation was performed with an unspecified 2.0x20mm balloon. An attempt was made to advance a taxus liberte atom paclitaxel-eluting coronary stent 2.25x20mm, but was unsuccessful, so an unspecified 2.5x15mm balloon was used to dilate the proximal portion of the in-stent stenosis. Another attempt was made to advance the stent across the area, but the stent dislodges in the distal left main/prox cx and could not be removed. The decision was made to deploy the stent in this position. There was no blockage of any of the high branches shown, still good flow and some improvement in the in-stent stenosis. The procedure was aborted. No further action was taken. The pt's condition is reported as stable. It was decided to take no further action as there was "too much calcium" at the lesion site.